Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that approx 4-5 years post-op the screws broke in the pt. The pt was reported to have been doing well until experiencing a fall earlier in the year and an experience of severe pain while chopping wood. Upon revision it was found that the screw on the left l3 and right l4 had broken half way down the shaft within the bone. The shafts of the broken screws remain in the pt; however the rest of the existing hardware was removed. No further instrumentation was performed as the surgeon felt there was very good fusion. The spine is reported to be stable however the pt still experiences spasms and pain upon movement as the broken portion of the screws remain in the bone.